Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device passed displacement test and basic occlusion test. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. The device was received with minor scratches on lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 270 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.